Event description:
It was reported to philips that the flexvision monitor failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and identified when altering the image of the flex vision in the tsm, the image fails to display as reported in the issue. Upon troubleshooting, the software was reinstalled and recharged on the pc, leading to adjustments in the video switch position and recovery. Image wiring was assessed, and all pc cabling inspected and reconnected. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.